Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-10270, manufacturer report number: 2017865-2020-10271. It was reported that the patient presented with pocket infection. The cause of the infection was unknown. The physician did not suggest that the infection was due to the device or the leads. However, the physician was unaware if the infection was due to the implant procedure on (B)(6) 2020. Patient presented for extraction procedure on (B)(6) 2020. During procedure, the physician identified a kink and lead insulation anomaly on the right atrial lead near the suture sleeve. It was noted that the insulation appeared to be warped around the lead as if it was over-torqued. The pacemaker, right atrial lead, and right ventricular lead was explanted. The patient was stable post procedure.